Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the forcep tips was slightly bent and the second tip was slightly bent with a piece broken off and missing. The tips did not meet or close properly. Engineering concluded that the damage was likely due to misuse or mishandling. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken off forceps tip found during failure analysis evaluation could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the tenaculum forceps instrument were observed to be bent. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.